Manufacturer narrative:
(B)(4). Batch # n90v7l. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that before use blade, checked it, noted titanium tip was broken. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.